Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-00400 and 3005099803-2012-00401 address these devices. It was reported to boston scientific corporation that two injection gold probes were used during a colonoscopy procedure. According to the complainant, while preparing for the case, an injection gold probe (mr # 3005099803-2012-00400) was connected, but it failed to conduct electrical current. A second injection gold probe (mr # 3005099803-2012-00401) was then used, but the same issue recurred; the device failed to conduct. Both issues were observed prior to use in the patient. The procedure was completed using a third injection gold probe along with the same generator. Reportedly, no device damage was noted and no difficulty was experienced removing the devices from their packaging. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found no visible issues. A functional evaluation was performed and the needle extended and retracted normally, after actuation of the handle. An electrical evaluation was performed, which included load and isolation of electrode tests; the device passed both tests. After performing the product analysis, the device is within specifications. Product analysis could not confirm the deficiency reported by the customer. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-00400 and 3005099803-2012-00401 address these devices. It was reported to boston scientific corporation that two injection gold probes were used during a colonoscopy procedure. According to the complainant, while preparing for the case, an injection gold probe (mr # 3005099803-2012-00400) was connected, but it failed to conduct electrical current. A second injection gold probe (mr # 3005099803-2012-00401) was then used, but the same issue recurred; the device failed to conduct. Both issues were observed prior to use in the patient. The procedure was completed using a third injection gold probe along with the same generator. Reportedly, no device damage was noted and no difficulty was experienced removing the devices from their packaging. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
Reported event: probe fails to deliver energy. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.